Manufacturer narrative:
Initial reporter phone : (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31137718l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure using a thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced cardiac perforation that required pericardiocentesis and sternotomy, and the patient ultimately died. After ablation, the patient complained of chest pain, followed by a drop in blood pressure. A pericardiocentesis was performed after perforation, including resuscitation. A thoracic surgeon performed a sternotomy and attempted to close the perforation in the area of the anterolateral left ventricle using a patch. Both attempts failed due to tearing of the suture. The patient died at the table. According to the attending physician, the pressure never exceeded 40g, ablation power was 40w. Flushing of the catheter worked as expected. The physician's opinion on the cause of this adverse event was that it was patient condition related. A structural disease was suspected as the cause. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.